Manufacturer narrative:
The product was not requested to return for manufacturers investigation as the failure is known and has been investigated in a previous complaint. The cause of this failure was determined to not be attributed to a device related malfunction. Based on the previous investigation results and the info available at this time, the oxygenator in question operated within maquet cardiopulmonary specifications. This data will be handled through a designated maquet trending process. If a trend occurs, it will be escalated to quality assurance management for review and determination if further investigation is necessary. Due to this no further action will be completed at this time. Additional info: the product mentioned is a tubing set and the included affected component has the contributing design function of the quadrox-ID which is registered under 510(k): k101153.

Event description:
According to the customer: "it was mentioned to me while supporting a pt on the hls system the delta pressures were higher than usual at the initiation of sifrom initiation of support." Ref.: #(B)(4).